Event description:
The customer reported a problem with both monitors flickered when raising or lowering the vertical column, however, the unit is fully functional. The problem occurred during procedure. No pt injuries were reported.